Manufacturer narrative:
(B) (4). (B) (4). Infection. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an unk surgical procedure and suture was used. On (B) (6) 2010, the pt re-entered the clinic for diffuse abdominal pain radiating to the lower back with cramping type pain. The pt had fever unquantified with three days of evolution. Add'l info has been requested.